Event description:
Healthcare provider reported left side rupture discovered during surgery. Device is explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare provider reported left side rupture discovered during surgery. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening device in the radius side assessed as fold flaw opening. Additional observations: ¿ creases observed on the device. ¿ wear abrasion observed on the device. ¿ stress marks observed on the device. No further actions are required as the device was implanted.